Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. There were no anomalies found.

Event description:
It was reported that the device exhibited noise and oversensing with manipulation of the device header, which resulted in pacing inhibition. The device was explanted and replaced. No patient complications have been reported as a result of this event.